Event description:
While assessing a pt with a new hoist/sling the clip on the right shoulder detached from the maxi twin hoist. Three staff members, pt's mother and a social worker were present and assisted in returning the pt to his wheelchair. Physio was in close proximity of assessment and assisted in re-seating the pt. It was reported that the pt suffered neck and shoulder strains.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR (B)(4). It was reported that the sling that was being used is not manufactured by (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.